Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the femur at the bone to cement interface. Competitor cement was used. Surgeon switched the patients poly and washed knee out last week due to suspected infection. During procedure, surgeon noticed the patient bone was degrading behind the femoral component. After talking to the patient, surgeon has decided to remove all components and revise the knee. Doi: (B)(6) 2020 dor: (B)(6) 2021 left knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.